Event description:
The manufacturer received information alleging a ventilator service required condition occurred. The device was replaced at the time of the issue. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the "service required" code was found in the ventilator's downloaded error log. Performed final test, battery check, run in tests, and cleaning was performed, which confirmed the device was operating properly.